Event description:
This (B)(6) years-old patient passed away about 30 days after implant due to heart failure and multiple organ dysfunction syndrome.

Manufacturer narrative:
Reference CAPA: 20-00141.

Manufacturer narrative:
Additional manufacturer narrative: aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the reported issue. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that a patient with a 21 mm pericardial aortic valve was re-admitted to hospital for severe aortic insufficiency after an implant duration of nine (9) days. As reported, after the implantation of the 21 mm pericardial aortic valve, the patient was discharged on pod #7, but returned to the hospital two (2) days later presenting with severe aortic insufficiency. Mechanical ventilation and tracheostomy were necessary. The patient passed away around 30 days after implant.

Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. The use of pledgeted sutures during aortic valve replacement was thought to decrease the incidence of pvl. However, recent studies have concluded that non-pledgeted suture techniques offer an equivalent alternative to the traditional use of pledgets during aortic valve replacement, with no increase in pvl rates. The root cause of this event cannot be conclusively determined with the available information. However, it was reported that per the surgeon's opinion, the reason for the pvl could be due to incorrect valve size and maybe a 23mm valve could have been implanted. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 21mm pericardial aortic valve was re-admitted to hospital for severe paravalvular leak after an implant duration of nine (9) days. As reported, this case was a redo avr. A non-edwards stenotic valve was explanted with quite a lot of difficulties and the 21mm pericardial was implanted in replacement. There were doubts regarding which intuity elite valve size was to be implanted (21mm or 23mm) and it was decided to implant the 21mm valve. A small leak was detected intraoperatively that was not corrected as it was described as small and acceptable. The patient was discharged on pod #7, but returned to the hospital two (2) days later presenting with severe aortic paravalvular leak (pvl). Mechanical ventilation, tracheostomy, vasoactive and inotropic drugs were necessary during hospitalization (the valve was not replaced). The patient passed away around 30 days after implant. As per the surgeon´s opinion, the reason for the pvl could be due to the size and maybe a 23mm could have been implanted.